Event description:
It was reported that the procedure was to treat a de novo, heavily calcified and heavily tortuous vessel in the distal right coronary artery (rca). The 4.0x12mm nc trek rx balloon dilatation catheter (bdc) had resistance with the lesion during advancement and ruptured during the first attempt of inflation at 15 atmospheres (atms). The device was soaked prior to use and was prepared (air aspiration) outside the anatomy prior to use, without any issues. A cutting balloon was used to complete the procedure. There was no adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. As there was no reported damage noted to the device during the inspection prior to use and there was no report of a leak during preparation for use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that resistance was met with the heavily calcified and heavily tortuous anatomy resulting in the reported difficult to advance. Interaction with the heavily calcified and heavily tortuous anatomy likely compromised the balloon material such that during inflation resulted in the reported material rupture. There is no indication of a product quality issue with respect to manufacture, design or labeling.